Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The clip can¿t close completely. There were no patient consequences, no damage.

Manufacturer narrative:
(B)(4). Batch #: p94j4m. Device analysis: the analysis results found that the instrument  er420 was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage and the trigger broken. In addition, the tyvek was returned along with the instrument. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. In addition, 15 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.